Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records provided there is no way to determine whether the bard ptfe mesh may have caused or contributed to the problems experienced due to the additional non-davol uretex midurethral sling that was implanted at the same time as the ptfe mesh and the previously performed procedures. It appears that the bard ptfe mesh was not removed. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2006 - patient underwent an abdominal hysterectomy and bilateral salpingo-oophorectomy due to polycystic ovarian disease. (B)(6) 2007 - patient underwent a bladder biopsy due to abnormal areas noted in her bladder. (B)(6) 2007 - patient was diagnosed with a vaginal vault prolapse, mixed urinary incontinence and underwent an abdominal sacrocolpopexy with implant of a bard ptfe mesh, posterior repair, implant of a non davol "uretex" midureteral sling and cystoscopy with suprapubic catheter placement. (B)(6) 2008 - patient complained of pelvic pain and underwent removal of a non bard/davol "ethibond" suture from the posterior vaginal wall. Op details provided did not mention any visualization or involvement of the bard ptfe mesh. (B)(6) 2009 - patient had an md office exam with complaints of dyspareunia and sharp lower abdominal/pelvic pain that radiated from her lower abdomen to her lower back and tailbone area. (B)(6) 2009 - patient had an MRI of her pelvis with "no obvious complications seen and minimal scar tissue along the mesh (ptfe)." (B)(6) 2009 - patient had a cystoscopy performed due to complaints of severe dyspareunia and hematuria. (B)(6) 2009 - patient had an md office exam to review the results of the cystoscopy performed on (B)(6) 2009. It was noted "a band of scar tissue holding the labia together in the perineal level, tape (uretex) was felt underneath the urethra and could be caught during intercourse and mesh (ptfe) was visible underneath the bladder wall." (B)(6) 2009 - patient was diagnosed with chronic hematuria, severe dyspareunia and underwent cystoscopy and a perineoplasty. (B)(6) 2012 - patient had md office exams with complaints of urinary frequency, urinary incontinence and pain in her pelvis and vagina. (B)(6) 2012 - patient underwent cystoscopy with removal of the non davol "uretex" midureteral sling due to the patient's symptoms of urinary frequency, urgency and dyspareunia. During the cystoscopy the op report details indicate that "the bladder base was very bumpy and irregular with visible mesh (ptfe)/ sutures underneath and the mucosa had no sigh of mucosal perforation." (B)(6) 2013 - patient had an md office exam with complaints of urinary incontinence, worsened nocturia and vaginal pain. It was reported the patient experienced pain, incontinence, inflammation and additional surgical invasive procedures.